Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on an unspecified date was 44 mg/dl with blurred vision. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; and the basal settings and bolus settings were incorrectly programmed. The patient was referred to a healthcare provider for diabetes management. There was no allegation or indication of a device malfunction. This complaint is being reported because the alleged hypoglycemia was attributed to a use error.